Manufacturer narrative:
Additional information added to: 9616066-2019-02997 is the disposable tubing model 2420-0007 manufacturer report number the reported issue that a bag of milrinone lactate was observed infusing faster than expected was not replicated during the investigation. Inspection: the pump module had no found plastic damage and the bezel date code was 11/16 (november/2016). The disposable set however was found to have the silicone segment section dimensions slightly out of specification. A time was not provided by the customer. The log review found the programming of the drug milrinone lactate with a concentration at 20mg/100ml was programmed twice on the reported incident date 05/20/2019. A different drug calc infusion was then programmed on the pump module after the above channel disconnect alarm had occurred. The drug was unknown, however the concentration entered was 200mcg/50ml with the infusion rate performed at 765ml/h. The system infused within specification with the dose at 0.5mcg/kg/minute(rate=15.3ml/h), with no unregulated flow or anomalies observed occurring during the rate accuracy test process. 2420-0007 (disposable set) had the dimensional analysis of the silicone segment section performed in accordance with dir: 10000344216_00 (tm-002 tubing measurement ID/od/wall thickness ¿ nikon nexiv vmr). The silicone segment section was found to be out of specification. Although the event was not confirmed during testing and the root cause was not definitively determined, two possible causes were identified. The non-uniform wall thickness in the silicone segment component could lead to non-uniform tubing collapse, and orientation of the wall thickness uniformity while the set is loaded in a pump module, can contribute to a failure to fully occlude the line.

Event description:
It was reported that an anesthesiologist initiated a bag of milrinone lactate in 5% dextrose 20 mg/100 ml, and noted it was infusing faster than expected. He stated that the IV tubing "was not fully occluding," even though they were using the alaris pump. The infusion was stopped and the devices sequestered upon discovery. No patient harm was reported.

Manufacturer narrative:
Reference to the MFR report number 9616066-2019-02997- to the newly created emdr for 2420-0007. The customer¿s reported issue that a bag of milrinone lactate was observed infusing faster than expected was not replicated during the investigation. However, the investigation identified two possible causes; the silicone segment section had its wall dimensions found to be out of specification and there was programming of drug calc with different concentration than was programmed for the milrinone lactate. The pump module had no existing malfunctions and the system infused within specification during testing which had the disposable installed as the design intends. A time was not provided by the customer. The log review found the programming of the drug milrinone lactate with a concentration at 20mg/100ml (drugid=256) was programmed twice on the reported incident date (B)(6) 2019. Although the reported customer observed event was not confirmed during testing and the root cause was not definitively determined, there were two probable causes identified during the investigation. The identified non-uniform wall thickness in the silicone segment component may lead to non-uniform tubing collapse. This, along with orientation of the wall thickness uniformity while the set is loaded in a pump module, can contribute to a failure to fully occlude the line. The drug calc programming performed may have been a contributing factor where the rates were high at 765ml/h and 574ml/h versus the programmed milrinone lactate ran at 11.5ml/h and 15.4ml/h.d 15.4ml/h.

Event description:
It was reported that an anesthesiologist observed a bag of milrinone lactate infusion (in 5% dextrose 20 mg/100 ml) infusing faster than expected. Although the set was loaded in the module, the tubing was not fully occluded. The infusion was stopped and the devices sequestered upon discovery. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: one used hikma pharmaceutic bag batch no: 1807047 exp 04/2021 milrinone lactate injection ( 20 mg/100 ml, concentration 200 mcg/ml). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient details: dob, age; gender; weight; or diagnosis were provided.

Event description:
It was reported that an anesthesiologist observed a bag of milrinone lactate infusion (in 5% dextrose 20 mg/100 ml) infusing faster than expected. Although the set was loaded in the module, the tubing was not fully occluded. The infusion was stopped and the devices sequestered upon discovery. No patient harm was reported.